Event description:
False positive result (s). The user stated that: your rapid testing kit for covid-19 gave me a positive result 3 times when I performed it last weekend & today. However, when I tested using another brand's rapid test and pcr, they both gave me a negative result 3 times. Flowflex: (B)(6) 2022: lot number 1110074, expiration date: 11/10/2022; (B)(6) 2022: lot number 1110218, expiration date: 11/25/2022; (B)(6) 2022: lot number 1110218, expiration date: 11/25/2022. Binaxnow: (B)(6): tested negative. Pcr: (B)(6): tested negative (received results 24-48 hours later).

Manufacturer narrative:
Batch records, final product manufactured, and qc records have been reviewed for lot cov1110074 and cov1110218. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with dmr. Test results of retention samples from cov1110074 and cov1110218 meet the qc criteria. The complaint issue was not found in the retained cassettes. The complaint is not verified.